Manufacturer narrative:
On (B)(6) 2021, the customer reported that the retainer ring came off and there's a crack in the case on the battery side. Device was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case near the corner of belt clip rails, missing serial number label, missing display window cover. After battery installation, a blank display was noted. Unable to perform the displacement tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board 1, back of the lcd screen. There are black pixels in the bottom right corner of the lcd screen. After removing the protective coating, the circuitry to the right of the lcd controller as well as the screen in that area show signs of previous moisture presence. Electrical board 2 was plugged into a known good electrical board 1, and then both boards were inserted into a known good case. In this configuration the unit was able to boot up normally. The software version was able to be obtained. In summary, the customer¿s report that the retainer ring came off and there's a crack in the case on the battery tube side was confirmed during visual inspection. The blank display is due to the moisture damage seen on the circuitry to the right of the lcd controller as well as on the lcd screen itself. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring had came off. Customer stated that the reservoir was not locking in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.